Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was connected to a power source and the battery gauge dropped suddenly from 90% to 5% and declared a lower power alert. Subsequently, the pump was unable to be charged and shut off despite the attempt of multiple power sources. Customer reported blood glucose level was not impacted. Reportedly the customer has manual injections as alternate insulin therapy.